Event description:
This report was received from (B)(4) and is a study titled: (B)(4). This is a clinical report by a physician from (B)(6) of bacterial peritonitis in a subject coincident with dianeal pd4 unknown and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). It was unknown whether dianeal and extraneal therapies were ongoing. On (B)(6) 2011, the subject experienced peritonitis. The primary contributing factor to the event was unknown. On (B)(6) 2011, the subject began treatment with cefazolin (ip, dose and frequency not reported) and ciprofloxacin (orally, dose and frequency not reported). On (B)(6) 2011, cefazolin and ciprofloxacin were discontinued. On (B)(6) 2011, the subject began treatment with vancomycin (ip, dose and frequency not reported) and gentamicin (ip, dose and frequency not reported). On (B)(6) 2011, treatment with gentamicin was stopped, and on (B)(6) 2011, treatment with vancomycin was stopped. The peritonitis was recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.